Event description:
Customer reported the lid on this sterile container/packaging containing the apex arthroscopy tubing set was not properly sealed. This was noted by the o.r. Staff prior to use. The unsealed package was very obvious and the product not used.

Manufacturer narrative:
Evaluation confirmed the returned packaging was not sealed properly. Of the lot containing 184 units, there were no other similar reports received for this item and lot number combination. This product is manufactured at the (B)(4). An investigation is in progress to determine the root cause of this reported problem and a follow-up will be filed once the investigation has been completed.

Manufacturer narrative:
An investigation of the manufacturing process revealed that the sencorp sealer used at the chihuahua mexico manufacturing facility to seal this product had a controller temperature that allowed sealing to occur outside the appropriate parameters causing a defective seal. As a result of this finding, a new temperature controller was installed on the sencorp sealer with alarms that go off when the parameters are out of specifications and prevents the sealer to operate. The sealer with new controller was re-validated on (B)(4) 2011. (B)(4). The sencorp sealer will not work if the machine is out of parameters. In addition, as of (B)(4) 2011, the pm on the sealer has been modified to include the new task in that the maintenance technician will verify the controller temperature to ensure the parameters are within specifications.